Manufacturer narrative:
Date of initial report : (B)(6) 2017 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device worked in the beginning but then tissue was not sealed although an activation tone was heard. No thermal spread was seen, but end tone, indicating a complete seal cycle, was heard from the generator. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : 2017-07-24 one lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found excessive amount of eschar buildup on the jaw seal plates and hinge. The customer reported the device produced no seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.